Event description:
Event description boston scientific received information that this patient has experienced multiple syncopal episodes, due to unknown causes. A holter monitor is being used to determine the source of the patient;s syncopal episodes.